Event description:
It was reported that the customer was not able to complete the priming process and insulin squirted out of the tubing. The caller stated that the drive support cap was sticking out, and he was able to push it back in, then the device was functioning normally. Advised the husband that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.